Event description:
The customer stated that the screen was blank and the buttons were not responding. Troubleshooting was performed and the problems continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a full segment display, then a blank display due to a broken solder joint pin of the keypad flex connector contact.